Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 1.27mm from the distal tip. No material was found missing. Component adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis. A device history record (DHR) review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
It was reported that the prograsp forceps instrument was damaged. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surface of the shaft was peeled off, but it did not fall into the body. Before the failure, there was a slight discomfort in the gripping force. The movement was not reversed. The instrument moved uncontrollably and unable to move. The jaws were stuck in open position. The tips of the instrument appeared to be bent side to side.